Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the subclavian artery. A 6.0mmx18mmx150cm express vascular sd stent was selected for use. However, during flushing, it was found that tip had burrs which means that the surface was rough or not smooth. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the distal end of the stent is lifting up. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed that the distal end of the stent is lifting up.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the subclavian artery. A 6.0mmx18mmx150cm express vascular sd stent was selected for use. However, during flushing, it was found that tip had burrs which means that the surface was rough or not smooth. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.